Manufacturer narrative:
06-jul-2020 product investigation results: product return was received and investigated. Product investigation results showed that the complaint is caused by wear of plastic parts due to usage of abrasive toothpaste in combination with insufficient cleaning.

Event description:
Almost choked [choking sensation]. Brushing teeth, the lower came off - oral-b brushhead [device breakage]. Case description: consumer contacted via phone and stated that when he/she was brushing his/her teeth, the lower came off the brush head. No serious injury was reported.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Almost choked [choking sensation]. Brushing teeth, the lower came off - oral-b brushhead [device breakage]. Case description: consumer contacted via phone and stated that when he/she was brushing his/her teeth, the lower came off the brush head. No serious injury was reported.